Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: defib conductor fractured; full lead returned and analyzed.

Event description:
It was reported by the patient that the lead was replaced due to apparent fracture. This was verified by the doctor's office. No patient complications were reported as a result of this event.